Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was reaching end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The report that the patients ipg was revised due to ¿nearing eol¿ was confirmed. Analysis of the returned ipg found the device communicated with all lab utilities, passed all tests on the ate and a longevity calculation confirmed the device had normal battery depletion based on device usage. The ipg had not logged the eol timestamp at the time of explant.